Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the basic occlusion, excessive no delivery and displacement tests. No motor error alarms occurred during testing. The motor passed the motor test. The device had a cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. During troubleshoot, the customer disconnected at the quick release and was able to run fixed prime. He was advised that there might be a site related issue and to change the infusion set. The customer stated he had changed the infusion set and reservoir and had not received no delivery alarms. He then reported that the insulin pump alarmed motor error during prime. Blood glucose value was 120 mg/dl. The customer confirmed that the drive support cap was recessed and the device was not exposed to a magnetic field. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.